Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was seen in clinic after receiving shocks. The patient had af with rvr that fell into the vf zone. Programming changes were made and the patient will be followed normally.